Event description:
Medical records dated 9/4/80 show pt had nipple drainage from right breast. Culture results showed light growth staphylococcus. Physician's notes state pt had multiple complaints of breast discomfort. Pt had an open capsulotomy with replacement of right implant on 1/6/83.